Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate gemini device, it was reported this device was used for a minimally invasive surgical atrial fibrillation ablation. 1000ml of normal saline was used for pre-ablation, and the water flow from the jaws was normal. The surgeon connected the guide rail and successfully completed the left-side ablation; removed the bipolar jaws, and connected to the guide rail, switched to the right side, and performed right-side ablation. During ablation in the right-side position, the 49260 bipolar forceps were prepared to be removed; during the removal process in the laparoscopic surgical field, it was found that one side of the bipolar forceps was broken and a section was missing at the front end of the forceps jaws. The surgeon had to carefully remove the 49260 bipolar forceps and slowly remove the two guide rails. It was found that the broken and missing part of the jaws was connected to one of the guide rails. The circulating nurse removed the 49260 bipolar forceps and the broken part of the connecting guide rail, checked whether the broken part overlapped, whether there were any leftovers. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the jaws of the gemini device were not clamped onto a surface besides tissue. The ablation procedure was performed after the pericardium was opened and the customer was an experienced surgeon. After ablation on the left side was completed, the ablation was switched to the right side. The fracture was found when moving the device and taking it out. Correction section e: the city and postal code fields were updated. Correction h6.2 (device codes (fdd/annex a)): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.